Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to user error. UDI: (B)(4).

Event description:
It was reported that the motor device had an unknown malfunction. During in-house engineering evaluation, it was determined that the motor device hose and locking components were damaged, there were missing components, and the device ran in the locked position. It was noted that there was a cut in the hose near the muffler area, and the muffler sock and spring were missing. The device also failed pretests for hose verification, muffler sock and safety - the device operated with the safety engaged (power broken). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.